Manufacturer narrative:
The device was not evaluated as it is past it's end of support date.

Event description:
It was reported to philips that the device gave a low battery error message. There was no patient involvement.